Event description:
It was reported that the patient experience a vf-episode. A low lead impedance was observed. The lead was explanted and discarded at the hospital. Analysis of the ICD identi- fied an arc mark, consistent with lead arcing to the ICD.